Event description:
It was reported that 1 to 1.5 years ago, the patient began having a resistant e coli vaginal/uterine infection. It was not discovered right away, as the physician was only checking the patient¿s bladder. However, it always came back. The patient takes the antibiotic nitrofurantoin (macrobid) 100 mg twice daily for this." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# va0p401, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).